Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer was sent a battery cap, but she still ended up getting the same error and woke up this morning with a blood glucose level of 485 mg/dl. Customer stated that after the 4th battery, it worked and the error message started up yesterday. Customer stated that it only recognizes the sunbeam off-brand batteries and it alarms bad battery when inserted into the pump. Customer was advised to clean the battery cap contacts. Customer inserted a new aaa (B)(6) battery and she did not receive a failed battery test. Customer was experiencing a blank display screen and a bad battery. Customer treated with a manual injection. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.